Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) levels of above (300 mg/dl) when the cartridge has less than 100 u of insulin left. The customer declined to troubleshoot with tandem technical support (cts). However, the customer stated that insulin is coming out of the tubing during priming and stated to not have any tubing issues. It was indicated that the customer would continue to use the pump until a replacement arrives.